Event description:
It was reported that the device was at eri (elective replacement indicator) and there was a question as to why it depleted so quickly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.